Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) received and evaluated the device. The device was disassembled and it was found that the white energy capacitor wire was disconnected from the j18 spade connector, which was the cause of the issue. A disconnected capacitor wire will cause the device to not deliver defibrillation energy. When capacitor wire was reconnected, the defibrillation energy delivery issue was resolved. Device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.